Event description:
The user received a questionable troponin t stat generation 4 (troponin t) result for one patient sample. The initial result was 0.048 ng/ml. The sample was repeated on the same analyzer with results of 0.142 ng/ml and <0.010 ng/ml with a data flag. The sample was then tested on an analytical e module analyzer and the result was <0.01 ng/ml which was considered to be the correct result and was reported outside the laboratory. The patient was not adversely affected. The troponin t reagent lot number was 16696601 with an expiration date of 01/31/2013. The field service representative determined there was a possible misaligned s/r (sample/reagent probe) sampling position. He checked and adjusted the s/r rack sampling position and checked the sipper probe alignment. No abnormalities were found. To verify the analyzer operation, he ran performance testing with good results. The user ran quality control with acceptable results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.